Manufacturer narrative:
Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead showed what appears as air bubbles during closing of a system upgrade. Premature ventricular contraction markers were observed on the screen with pacing inhibition in lab post operatory. Different programming options were discussed for this system. The crt-d and the rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead showed what appears as air bubbles during closing of a system upgrade. Premature ventricular contraction markers were observed on the screen with pacing inhibition in lab post operatory. Different programming options were discussed for this system. The crt-d and the rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.